Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed a shock impedance measurement of 126 ohms when programmed rv to can. There were no adverse patient effects. The system remains in service.